Manufacturer narrative:
(B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilation. However, during the procedure, balloon hole was noted.